Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors and performed visual inspection and found one of two insertion needles bent inside sensor base. One remaining sensor is missing needle. Analysis was unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Unable to confirm insertion complaint. Unable to confirm adhesive anomaly due to sensor returned opened/used.

Event description:
The customer reported via phone call that the sensor had tape not sticking. Customer was assisted with troubleshooting. The customer's blood glucose level was 130mg/dl at the time of the incident. The customer stated they prepared site per instruction for use guidelines. The customer was referred to available resources to assist with adhesion improvement. The product was returned for analysis.